Manufacturer narrative:
The actual device (involved in the complaint incident) was discarded by the customer. Although the manufacturer requested sister samples from the lot number in question, there were no product samples (including sister samples from the same lot number), videos, or photographs provided for investigation. The device history record (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved a tego¿ connector. The valve of the device was reported to be associated with no flow when the blood pump was starting up at a very low flow during dialysis (hdf post). The problem was solved by removing tego valve. The patient's canaud catheter was changed on (B)(6) 2023 for this reported flow problem. The patient's dialysis on (B)(6) 2023, without tego valves went well. The next day, there was a flow problem with tego. The valve was inserted on (B)(6) 2023 and was also removed on (B)(6) 2023. The defect was not observed before use and there were no defects observed on the packaging. The disinfectant used on the valve was alcoholic chlorhexidine. The concentration of lovenox in the circuit was: lovenox 4000ui at connection + 2000 ui in the middle of the session. It was reported that the patient suffered from unspecified consequences because he was connected at the time of the incident. The patient's hospitalization stay was prolonged for a central line change. The device has been replaced with no further problems encountered. There was no blood loss during the incident and no specific human harm reported. The tego product was used on (B)(6) and (B)(6) 2023. Dates of valve insertion: (B)(6) and (B)(6) 2023. Date of valve removal: (B)(6) and (B)(6) 2023. This report reflects the first of two emdr reports; there were two defective tegos involved in the patient's incident.

Manufacturer narrative:
The complaint investigation is pending and testing has not yet been completed.